Event description:
The customer reported that the angulation malfunctioned on the subject device. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found foreign material came out of the air/water nozzle. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event.

Manufacturer narrative:
During inspection and testing, service found foreign material came out of the air/water nozzle. A review of the device history record found no deviations that could have caused or contributed to foreign material in the nozzle. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, foreign matter near the sub water supply port and nozzle was found to be organic silicone and a black ball-shaped foreign object from inside the nozzle was found to be carbon. The origin of the foreign material could not be identified. It was noted that if the inside of the pipe is not sufficiently dried, residual water may come out during storage and re-adhere to the lens surface. Also, it is possible the black foreign object was spherical activated carbon used in water purifiers, but it could be identified. A definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following warning, which may help to prevent the issue: "manual cleaning of endoscopes and accessories". Olympus will continue to monitor field performance for this device. The reported issue (angulation malfunction) was confirmed during testing. There was play in the angulation knob and angulation was insufficient due to elongation of the angle wires. In addition, there was dirt on the illumination lens and objective lens due to insufficient cleaning, there were scratches on multiple parts of the device due to handling, the adhesive on the bending section cover was cracked and missing due to handling, the air and water nozzles were clogged and draining function was reduced due to handling, and the control section was discolored. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.